Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol (B)(4), pt. (B)(6), type 1b endoleak on completion angiogram and procedural difficulties. This patient was enrolled in the study because she received a zenith tx2® taa endovascular graft due to an acute (<= 14 days) dissection type b. The patient experienced unknown symptoms of the disease. The dissection was considered life-threatening by a malperfusion. On (B)(6) 2015 (day of procedure), the pre-procedure imaging was performed. It revealed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The proximal neck was straight, the proximal neck diameter was 32 mm and the proximal neck length was 7 mm. The distal neck was also straight. The distal neck diameter and length has not been measured. The main access vessel minimum lumen diameter was 10 mm. Furthermore, the types of malperfusion were visceral and spinal cord. Proximal start of false lumen was zone 3 and the most distal extend of false lumen was below the aortic bifurcation on the left side. No re-entry tears were visible and the false lumen was partially thrombosed. On (B)(6) 2015 the patient underwent surgery due to thoracic aortic dissection. Following component was implanted during the index procedure: one proximal component: catalog # zteg-2p-38-152-pf, lot # e3333850. The delivery and deployment was reported as unsuccessful. We¿re awaiting query response as to why it wasn¿t successful. Lsa was intentionally and completely covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 1. As an additional procedure, a lcca revascularization was performed during index procedure. No reportable adverse events were observed but before closing access site there were observations of a type 1b endoleak which was left uncorrected. There was also evidence of false lumen perfusion with residual flow over primary entry tear. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: as per complaint report an endoleak type 1b was observed on the completion angiogram and left uncorrected. Distal neck diameter and length are unknown, although it is stated that the false lumen of the dissection extends below the aortic bifurcation, why the distal end of the stent graft was landed in unhealthy, dissected aorta. Additionally, it is unknown if the device was appropriately oversized. These factors, among others, could result in endoleak. Without imaging it was not possible to determine the root cause of the type 1b endoleak. Cook will reopen this investigation if further information is received. The patient died 6 days post-procedure due to multivisceral impairment followed by a brain dead state. The patient was co-morbid and death was considered related to disease and not related to device or procedure. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 12oct2017: the patient died on (B)(6) 2015 (six days post-procedure) due to multivisceral impairment followed by a brain dead state. Death was considered related to disease. The patient was in hospital pre-procedure from (B)(6) 2015 to (B)(6) 2015 for bowel ischemia where he had a bowel resection performed. The site has furthermore given the information that the delivery and deployment was successful and not unsuccessful as previously indicated. To the pre-procedure assessment, the previously unknown symptoms of thoracic disease has now been clarified. The patient suffered from abdominal pain, paraparesis, tremor and constipation. He was pre-procedure asa class 4 (a patient with severe systemic disease that is a constant threat to life).